Manufacturer narrative:
H.6 investigation summary: mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Panta batch number 2251981 was provided by the customer. Batch history review for panta batch 2251981 was satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for panta batch 2251981 (10 vials). No evidence of contamination was observed in 10/10 retention samples. For further investigation two panta vials were reconstituted with deionized water. One vial was incubated at 33-37-degrees celsius, and one vial was incubated at 20-25-degrees celsius. For additional investigation two panta vials from batch 2251987 were reconstituted with two supplement vials from batch 2251992. One panta vial reconstituted with supplement was incubated at 33-37-degrees celsius (the remaining supplement in the vial was also incubated), and one panta reconstituted with supplement was incubated at 20-25-degrees (the remaining supplement in the vial was also incubated). At the end of a fourteen-day incubation period no microbial growth was observed in 6/6 incubated retention vials. Two photos were received to assist with the investigation: both photos show an uncrimped reconstituted panta vial from batch 2251981. There does appear to be growth in the vial. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for panta batch 2251981 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory per internal procedures, and there are no complaints taken on the probable kit batch.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit cottony growth was found in vials. The following information was provided by the initial reporter: customer found cottony growth suspended in vial.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit cottony growth was found in vials. The following information was provided by the initial reporter: customer found cottony growth suspended in vial.